Event description:
It was reported during an atrial fibrillation ablation procedure, the wave spring detached. Prior to transseptal puncture, contrast media was injected into the stopcock which detached while the needle was in the pt. A new needle was used to complete the procedure with no consequences to the pt.

Manufacturer narrative:
One brk transseptal needle with a stylet, a detached wave spring and handle/valve were received for eval. Visual inspection revealed the wavespring detached from the handle/valve assembly. The root cause classification is consistent with manufacturing as the event is related to a manufacturing non-conformance. A quality improvement project has been initiated to investigate the issue.